Event description:
Procedure type: unk. According the reporter: the needle tip on this product broke off during re-grasping of the needle in the needle driver and fell into pt's cavity. There was no excessive force used and the surgeon applied product to normal tissue. There was no pt injury but there was tissue damage and or time was extended approx 15 minutes due to the need to locate the needle tip.